Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation of product technical complaint received on 10-may-2016:the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment:this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical complaint analysis concluded an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 626207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and general anesthesia (for essure insertion procedure) on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia were easily identified. At the end of the procedure there were 3 loops of spring showing in the right tubal ostium. The opposite right tubal ostium was cannulated again with a 2nd essure device and at the end of the procedure there were 6 to 7 loops of the wire showing visible. The patient was awakened and taken to the post-anesthetic recovery area in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2008: slightly anterior uterus without adnexal mass. On (B)(6) 2008: uterine sound measure - 7.0cm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; patient's demographic data; medical history; lab data; relevant tests; and essure treatment details (lot number, insertion date and procedure details). Company causality comment this litigation case report refers to (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 626207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and general anesthesia (for essure insertion procedure) on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: both tubal ostia were easily identified. At the end of the procedure there were 3 loops of spring showing in the right tubal ostium. The opposite right tubal ostium was cannulated again with a 2nd essure device and at the end of the procedure there were 6 to 7 loops of the wire showing visible. The patient was awakened and taken to the post-anesthetic recovery area in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2008: slightly anterior uterus without adnexal mass. (B)(6) 2008: uterine sound measure - 7.0cm. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation case report refers to (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 and reported adverse events including device removed via surgery. In this case, limited information was provided regarding the complications that led to device removal. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 626207) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and general anesthesia (for essure insertion procedure) on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful sex"), alopecia ("hair loss"), headache ("headaches"), fatigue ("fatigue") and complication associated with device ("device complication"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, alopecia, headache, fatigue and complication associated with device outcome was unknown. The reporter considered alopecia, complication associated with device, device dislocation, dyspareunia, fatigue, genital haemorrhage and headache to be related to essure. The reporter commented: both tubal ostia were easily identified. At the end of the procedure there were 3 loops of spring showing in the right tubal ostium. The opposite right tubal ostium was cannulated again with a 2nd essure device and at the end of the procedure there were 6 to 7 loops of the wire showing visible. The patient was awakened and taken to the post-anesthetic recovery area in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2008: slightly anterior uterus without adnexal mass. (B)(6) 2008: uterine sound measure - 7.0cm. Quality-safety evaluation of ptc: based on complaint as reported, the complainant does not mention a malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-nov-2017: event medical device removal deleted and events migration, abnormal bleeding, painful sex, hair loss, headaches, fatigue, pain was added with essure removal date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.